Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacture date: requested; however, not available at time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on (B)(6) 2016. Patient was presented with epithelial ingrowth in the right eye on (B)(6) 2018 on a post op evaluation. The patient complained of blurry vision in the right eye. A flap lift and rinse were performed on (B)(6) 2018 and the epithelial ingrowth was removed without laser treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op 20/25 1.50 x -1.50 x 29; left eye post-op 20/25 .25 x -.50 x 81. Post epi-removal bcva from (B)(6) 2018; right eye 20/20 ; left eye 20/25. This report is for the visx laser equipment. A separate report will be submitted for the intralase laser equipment.

Manufacturer narrative:
Additional information: manufacturer year 1998. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.